Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt as though the wound site of the implantable cardiac monitor (icm) was not healing since the date of implant, and looked yellow. When the patient attended the clinic, the wound was stated to have looked okay. It was later reported that the wound was still very painful; a follow-up check was conducted, and the thought was stated to have been early signs of erosion. The icm remains in use. No further patient complications have been reported as a result of this event.